Manufacturer narrative:
Batch review performed on 18-dec-2024: lot: 2001349: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2023. On (B)(6) 2024, the patient came in due to signs of infection and the pathogen was unknown. The surgeon performed a washout and revised the patella implant, tibial tray, tibial insert and femoral component. The surgery was completed successfully. On (B)(6) 2024 the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.